Event description:
Medtronic received information that soon after the implantation of this bioprosthetic valve, this patient received a permanent pacemaker implant due to complete heart block. No other adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)